Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer added more insulin and received a minimum fill issue. Tandem technical support recommended customer to replace and load a new cartridge with at least 120 u. Customer declined further assistance. Customers blood glucose levels were not affected.